Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information provided by the patient. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: a4; b1; b3; b5; b7; d6b; d10; g2; g3; h2; h3; h6. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a right hip revision approximately 7 years post implantation due to pain and elevated metal ions. During the procedure a large amount of cloudy purulent-appearing fluid in the joint, no visual evidence of metallosis. Small amount of debris around the trunnion just proximal to the taper that was blackened consistent with trunnionosis. Wear of articular bearing surface was also noted. The cup and stem were well fixed and left intact. The screw, head, and liner were replaced without complication. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via medical records reviewed by a health care professional. Previous root cause was unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803601-femoral head-62246369, 00620205222-shell porous-62214397, 00630505036-liner standard-62237309. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00835, 0001822565 - 2019 - 04852, 0001822565 - 2019 - 04853. Customer has indicated that the product will not be returned to zimmer biomet for investigation, remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported by legal counsel that a patient underwent a right hip arthroplasty and is making unknown allegations of the right hip. No revision has been reported to date.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 proposed component code: mechanical (g04)-stem h10 review of complaint history identified additional similar complaints for the reported items and no additional complaints for the reported part and lot combinations. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Root cause unchanged. This complaint was confirmed based on the returned devices and medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.